Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the myopotential oversensing was seen on both right ventricular and right atrial leads. Both leads were capped replaced on (B)(6) 2018. The patient was in stable condition.